Event description:
Patient reported that without touching any button on the infusion device, the quick bolus repeatedly appeared on the device's display. Patient stated in case of no input, it has disappeared after a few seconds; no insulin has been delivered. Patient reported during the standard bolus setting one press of the up arrow button on the infusion device, the increment was higher than the expected 0.1 unit; such as 0.4 units, 0.7 units, etc. No further information is available. No physiological effects reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result the insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore no w2 (warning battery low) before e2 (battery empty) message was triggered. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. History list: user programmed a bolus from 10.5 iu on the (B)(6) 2013 at 06:42 and the pump delivered a bolus from 10.2 iu. The bolus is canceled by e1 (cartridge empty).

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.